Event description:
Pt admitted to the hosp with a blood glucose level of 600 mg/dl and a urinary tract infection. Pt was put on an IV of insulin and antibiotics. Pt attempted a disconnected prime and no insulin came out of tubing. Pt stated he had not replaced piston rod in several years, which is longer than recommended.